Event description:
The manufacturer received information alleging a ventilator's pressure wasn't increasing enough and the ventilator was alarming for low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The unit was disassembled, and the foam of the inlet air path assembly was observed to be peeled off. The device's inlet airpath assembly needs replaced to address the issue.

Manufacturer narrative:
In the previous submitted report incorrect coding was provided. The coding is corrected on this report.